Event description:
A customer site in the united states alleged that a (B)(6) result was generated for one sample when using the (B)(6) test for use with the lightcycler 2.0 instrument us-ivd ((B)(4)). The sample was culture (B)(6) for (B)(6). It is unknown as to what strain of (B)(6) the sample is. The sample will be sent for sequencing analysis. The (B)(6) result was not reported to physicians.

Manufacturer narrative:
(B)(4). The customer reported that a sample generated a (B)(6) result using the lightcycler mrsa advanced test while the culture result was (B)(6).the sample was submitted for sequence analysis. One sequence was obtained from the sample that covers the target region (B)(4). The mrsa advanced test is only designed to detect mrsa types re1, re2, re3, and re7. There is no binding site for the assay upstream primer in re11 sequences. Lack of an upstream primer binding site would result in a (B)(6) test result for the mrsa advanced test.(B)(4).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of the investigation will be communicated through a follow-up report. (B)(4).